Event description:
It was reported that liquid leakage was observed at the junction between the connector and the tubing during priming. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.

Manufacturer narrative:
H3: one used device was received for evaluation. Visual inspection found no physical damage or other anomalies. Functional testing was performed where the returned sample was leak tested and a leak was observed between the tubing and female luer. Further inspection of the bond showed spotty solvent coverage at the tube luer bond on the failed sample. The luer tube bond was separated and the tube and bond pocket was observed. Solvent channel was observed on the tube. The customer complaint of leakage was confirmed, and the probable cause was due to a solvent application error during manufacturing.